Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind, and failed the displacement test as a result of a motor encoder signal being out of phase.